Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found event log have recorded "vacuum set point too deep". No alarm during cardiosave has message iabp may required maintenance. The fse checked compressor and vacuum pressure connection, tighten muffler filter, tubing and performed regulator calibration 3 times. All functional tests and safety checks passed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) displayed may require maintenance message. There was no patient harm or injury reported.